Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, the safety valve's pull magnet and the expiratory channel printed circuit board (pcb) were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided. Hence no device log analysis could be performed and the reported issue could not be confirmed beforehand. Both the pull magnet and the expiratory channel pcb were returned for further investigation. A visual inspection of the pull magnet revealed no abnormalities. The pull magnet was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, the device successfully performed ventilation for three days without generating any alarms or errors. No faults were found with the returned pull magnet. A visual inspection of the expiratory channel pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed the safety valve test and the flow transducer test. During ventilation, the device started to alarm for a low positive-end expiratory-pressure (peep). Further component analysis of the returned pcb revealed that the output from the safety valve timing circuit remained constant, explaining the reported issue. Specifically, that the safety valve remained closed at all times. Further inspection of the circuit suggested that the most probable cause of the constant output voltage was a random component failure, most likely involving an integrated circuit within the timing circuit, or a component directly interfacing with that integrated circuit. In conclusion, the device failed to meet its specifications. Inspection of the returned pcb confirmed the reported failure, and the most probable cause was identified as a random component failure on the returned expiratory channel pcb.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).